Event description:
Per the audiologist, the pt's device was explanted in 2008 due to a severe case of mastoiditis infection. Reimplant surgery is planned, but will not be scheduled until after the infection has cleared and the wound has healed.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.